Event description:
It was reported that the procedure was to treat a lesion in the mid left main with heavy calcification. The voyager nc balloon was advanced and inflated to 25 atmospheres. It was noted that deflation was slow, but ultimately successful. The device was removed without issue and there were no adverse patient effects reported. No further treatment was performed on the lesion, and the patient was scheduled for atherectomy on a later date. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty to deflate the balloon can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to manufacturing, 100% of the products are leak tested and a sampling of units is destructively tested to verify balloon deflation times. It was reported the voyager nc was inflated to 25 atmospheres (atm), which is above the rated burst pressure (rbp). It should be noted the instructions for use (IFU) states: balloon pressure should not exceed the rbp. Use of a pressure-monitoring device is recommended to prevent over pressurization. It is possible the over inflation of the balloon contributed to the deflation difficulties; however this could not be confirmed. In this case, without the product to examine, a conclusive cause for the reported difficulties could not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the lot number was not reported.